Event description:
It was reported that the patient experienced shortness of breath. A lead perforation of the right ventricular (rv) lead was noted. Chest x-ray and echocardiogram confirmed plural effusion yet normal lead function was noted. The effusion was drained and the lead remains in use. No further patient complications have been reported as a result of this event.